Event description:
Hospital personnel responded to a pt, described as in cardiac arrest. According to the reporter, the device would not function when defibrillation was attempted. A backup device was immediately called for and used. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause of contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up defibrillator.